Event description:
It was stated that the customer was taken to the emergency room for high blood glucose readings. The reading was 390 mg/dl at the time of the call. Prior to the hospitalization, the customer treated the high blood glucose with a manual injection, but that did not help. Troubleshooting was performed and the insulin pump passed the required tests. It was also stated that the insulin pump alarmed motor error during the prime.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.